Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the hi-torque (ht) steelcore guide wire was advanced and after the cardiomems (cmems) delivery catheter was prepared per instructions for use (IFU), the cmems was inserted over the wire through the introducer sheath. While inserting the delivery catheter to the left pulmonary artery, resistance was felt in the right ventricle apex and could not insert the delivery catheter further. The delivery catheter and sensor were attempted to be removed through the sheath, but met resistance again. Both the sheath and the delivery catheter were removed. There was a large clot on the cmems sensor and there was a kink noted at the proximal portion of the sheath before the valve. The delivery catheter and sheath were flushed multiple times and a scalpel was utilized to dissect the introducer sheath through the kinked section, and successfully pulled the delivery catheter through the sheath valve. The sensor was vigorously cleansed in a bowl of normal saline to remove all clot. The sensor appeared to be intact. Another 12french (fr) introducer sheath was inserted. A pulmonary wedge catheter was inserted with a 0.025 guidewire and attempted to get back into the left pulmonary artery. There was difficulty getting the guidewire back into the left pulmonary artery and used several different kinds of guidewires, unknown types. Then the patient developed a new onset continuous cough with hemoptysis. An aspirator was used to suction and bright red blood was seen. The procedure was paused until the patient¿s coughing subsided. The physician made the decision to proceed. Another attempt was made to insert the cmems delivery catheter, but there was resistance when even inserting the sensor through the sheath valve. Under fluoroscopy, it was confirmed that the sheath had a proximal kink. At this time, the cath lab team discussed suspending the procedure, and the physician made the decision to abort. The sheath was removed and hemostasis achieved. The patient was taken to the post-recovery area. The cath lab team discarded the cmems delivery catheter, sensor, and usb stick. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed because the part/lot numbers were not reported. It was reported that the steelcore 18 was used to treat a lesion in the left pulmonary artery. Hi-torque guide wires instructions for use (IFU) states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta) and percutaneous transluminal coronary angioplasty (ptca). In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.